Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged correction: h10 investigation. The following investigation information was omitted from the previous report. Investigation: the following allegations have been investigated: perforation and tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Additional information: a4, b5, b6, b7, d1, d4, g5, h4, h6 (patient codes), h10 (investigation). Investigation: the following allegations have been investigated: stomach discomfort and pain, depression, anxiety. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The additional information regarding the alleged (perforation, tilt,) does not change the previous investigation results. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via a right femoral venous puncture due to deep vein thrombosis (dvt) in the left lower extremity. Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges experiencing "stomach discomfort and pain". Additionally, the patient notes and alleges experiencing ongoing stress relating to the potential dangers of having the failed ivc filter still implanted". Per the venogram/inferior vena cavagram: percutaneous placement of inferior vena cava filter dated (B)(6) 2009: "findings: the cook-gunther-tulip filter was placed with its superior tip at the l2-3 intervertebral level, below the level of the left renal vein (the patient has agenisis of the right kidney and a solitary left kidney. The filter deployment was satisfactory with no evidence of migration. The positioning was satisfactory".

Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Per the (B)(6) 2015 CT scan abdomen and pelvis:" positive caval perforation: maximum perforation 7mm". "A 10 degree tilt of ivc filter left to right on coronal images. Sagittal images with a 5 degree tilt of ivc filter posterior to anterior". Additional hospital and medial records have been requested but not yet provided.